Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-01985. It was reported the patient experienced ineffective stimulation. X-rays revealed the right sacral lead migrated. As a result, the physician repositioned the lead into the foramen on (B)(6) 2018. Note: both of the patient's leads are being reported because it is unknown which lead was liable.